Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that vela ventilator alarmed ventilator inoperable (inop). The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.